Event description:
(B)(4). Hair loss,weight gain, painful periods, heavy periods, periods every 2 weeks, abd pain, side pain, dry skin, depression, headaches, ringing in ears, dizziness, hot flashes, hot hands, inability to lose weight, increased emotional moods swings, vomiting, diarrhea, body aches, bloating. Gi doctor thought I had a brain tumor. Onset was (B)(6) 2007.